Event description:
Additional review of the event clarified the implantable neurostimulator and lead had been explanted and replaced.

Event description:
It was reported that the patient had a continuous flexion of her foot (especially when she was seated) when her device is on, which started (B)(6). The impedances were okay and there was no lead migration. A reprogramming of the electrodes did not stop the flexion and if the physician tries to communicate with the device using the clinician programmer (even if the device is off and at 0 volts), the flexion starts and then stops a few seconds later. It was also reported that the patient had a shocking/jolting sensation, stimulation was in the wrong location, and the patient was unable to adjust stimulation. The physician was going to try reprogramming, as the therapy was still working but the patient was disturbed by the flexion. If that did not work, the physician might explant the whole system and implant another on contralateral side. The patient symptom was noted as pain. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator and lead found no anomaly. The initial MDR was filed as MFR report # 3007566237-2012-02515. (B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# unknown, explanted: (B)(6) 2012, product type: lead. (B)(4).